Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had become dislodged. No patient symptoms were reported. The lead was explanted and replaced during a planned system replacement procedure.